Event description:
It was reported that the syr 10ml ll w/ndl eclipse 22x1-1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: dirty inside the empty needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/14/2021. H.6. Investigation: a device history record review was completed for provided final lot number 9211942 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one opened eclipse kit was returned for evaluation by our quality engineer team. Through examination of the sample, a small brown foreign particle was found attached to the syringe barrel near the 10ml marking. At this time the particle composition could not be determined. An exact manufacturing related cause for the foreign matter could not be determined at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: an additional relevant PMA/510(k) of (B)(4) applies to the syringe portion of the device a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syr 10ml ll w/ndl eclipse 22x1-1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: dirty inside the empty needle.